Event description:
The customer reported that when the CT system was not in clinical use and the operator was moving the couch in the "up" direction, the estop opened, the couch lowered itself down, and the message: "s_couchhmgr_vert_motion_stop_error" appeared in the error log. The field service engineer (fse) confirmed there was no harm to a pt, operator or bystander. The fse determined the cause was from a failed broken motor, which was replaced.

Manufacturer narrative:
We will file a follow-up MDR at the completion of the investigation. (B)(4).